Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during a resuscitation with lucas, a non-philips chest compression system, the tempus pro was connected to the patient with a 4-lead cable and the tempus ls was connected with the pads. The tempus pro showed pulses on his ECG but the tempus ls gave a flatline. The monitoring of the patient was continued using the readings provided on the tempus ls by the ambulance nurse.